Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post radiation therapy the cardiac resynchronization therapy defibrillator (crt-d) was noted to have experienced a possible power on reset (por). It was further noted that the battery longevity was in a "pre-implant" status. The device is still in use. No patient complications have been reported as a result of this event.